Event description:
Discordant, falsely elevated cardiac troponin-I (ctni) and creatine kinase (cki) results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), and the patient was treated with blood thinners. The customer stated the patient spat up blood and was subsequently treated with plasma. The sample was repeated for ctni on the same instrument, resulting lower. A new sample was obtained from the patient and was tested on the same instrument, resulting lower for cki and matching the repeat result for ctni. The corrected results were reported to the physicians(s) there are no reports of adverse health consequences due to the discordant, falsely elevated ctni and cki results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were within range and no outliers were obtained on any other samples. The customer believes that the sample had fibrin in it. The cause of the discordant, falsely elevated ctni and cki results is unknown. The sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.